Event description:
Tech found that when the brakes were engaged, the caster will swivel.

Manufacturer narrative:
Tech found that the casters were worn. He replaced the casters and the brakes function properly.